Event description:
The customer reported that the cannula was never properly inserted into his skin, and insulin was leaking from the pod. His blood glucose reached 441 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.